Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured august 25, 2014 ¿ august 26, 2014. The device was received for evaluation. Visual inspection revealed that the red coil cap was separated from the housing. The cause of the condition was determined to be due to malformed housing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap separated from the malformed housing of a large volume infusor. There was no patient involvement. No additional information is available.